Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the patient, on approximately (B)(6) 2026, the patient experienced a skin reaction with burning sensation, redness, inflammation and pimples under the entire sensor patch area. Prior to sensor insertion, a cavilon no sting barrier film was used; however, it did not help minimize or prevent the skin reaction. It was reported that the filament (sensor wire) bent during application and failed. The patient stated that this insertion site had a small lump, whereas the previous site appeared to have a burn. Both areas then became raised and looked as though they had been burned. Photos of the reported skin reaction in the complaint record were reviewed. The insertion site developed two small raised red areas with surrounding redness, giving a burn-like appearance. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The skin reaction was treated with germolene antiseptic cream and oral antibiotic flucloxacillin (unspecified dosage). There was no documentation of medical intervention. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.